Manufacturer narrative:
The user facility stated that a scrub technician picked up a steris chemical indicator that had been sitting on the shelf for an extended period of time, after being removed from the v-pro max. The user facility could not determine which load the ci was ran in, or how long it had been sitting on the shelf. Per steris r and d, it is very unlikely that a ci would contain residual hydrogen peroxide on the package that would allow for an employee to receive a burn as reported. The facility confirmed that the ci evidenced passing results and did not appear to be physically damaged. The facility stated that the hospital employee who picked up the indicator was not familiar with v-pro practices, and was not wearing ppe (gloves) at the time of the reported event. The v-pro max operator manual state (1-2), "danger-chemical injury hazard: when handling hydrogen peroxide, wear appropriate personal protective equipment (ppe; refer to section 2, terms, definitions and symbols) and observe all safety precautions." Regarding appropriate ppe, the operator manual states (2-1), "ppe - personal protective equipment including goggles or face shield and chemical-resistant gloves. Ppe required per task will vary depending upon hazards of the task". The sterile processing manager at the facility stated that the facility has been in-serviced on the use of gloves while handling indicators.

Event description:
The user facility reported a scrub technician received a burn on her finger. The employee went to a quick care clinic and was given silvadene cream to apply to the burn. The area was reported to have improved within 24 hours, and the employee is back to work with no sustaining injuries. No procedural delays/cancellations were reported.